Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to a dislodgement. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.